Event description:
It was reported the patient presented with inferior wall myocardial infarction, with no flow to the right coronary artery (rca). Two xience xpedition stents (3.0x38mm and 3.0x33mm) were implanted overlapping in the left anterior descending (lad) with good result. Angiography was performed and thrombus was noted. Percutaneous transluminal coronary angioplasty was performed as treatment. Per the physician, the thrombus was not related to the xpedition stents. The patient was transferred to the intensive care unit where six hours post procedure the patient¿s blood pressure dropped and the patient collapsed and died. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of death and hypotension are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.